Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 23 mg/dl and at time of admission was 84 mg/dl. Customer's blood glucose at time of call was 310 mg/dl. Customer did a self test on the device and the test passed. During troubleshooting, only found low reservoir alerts in history. Customer was advised to monitor the device and contact his healthcare professionals. Customer will not be returning the device for analysis.